Event description:
It was reported that, "during a lap chole, one side of the jaws broke off. The piece was retrieved. There was no patient injury reported. The procedure was not altered."

Manufacturer narrative:
The actual device has been received. A quality engineer is evaluating the device. I will file a supplemental report when the investigation is complete.